Event description:
It was reported that the core impaction drill heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, worn bearings and a worn rotor were discovered.